Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was running and received inappropriate shock therapy in two separate instances. The health care professional (hcp) called requesting for review of device data. Technical services (ts) reviewed the data and found there was t wave oversensing due to poor morphology which resulted in the patient receiving inappropriate therapy. The patient was evaluated in the clinic and device re-optimization was performed and the device only passed in alternate. Multiple morphologies with elevated heart rate were observed during the episodes. Ts recommended performing a treadmill test, acquiring a subcutaneous electrocardiogram (s-ECG) and to consider chest x-rays. A save to disk was obtained for engineering analysis for review of tachy counters. Analysis confirmed saturation counts has been relatively unchanged since late march. Ts informed there are no programming options to prevent the oversensing. The field representative will discuss with the physician. At this time, the system remains in service. No additional adverse patient effects were reported.